Event description:
Clinical information: (B)(6)- vantage ide study, patient site ID: (B)(6), r744345701. It was reported that on (B)(6) 2023, a 27mm portico ng/navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. During procedure prior to implant, the patient was in sinus rhythm without any conduction disturbances. Moderate aortic valve calcification was present, so a pre-implant balloon valvuloplasty was not required. After the safari wire placement, the patient had a third degree atrioventricular (av) block on electrocardiogram (ECG). The heart block was noted prior to contact with any abbott device. The navitor valve was re-sheathed once as it was initially deployed too high, and then the valve was successfully implanted. A post-implant balloon valvuloplasty was not performed. The distance from the non-coronary cusp (ncc) to the ventricular end of the frame was 9.85mm. The distance from the left coronary cusp (lcc) to the ventricular end of the frame was 9.10mm. A permanent pacemaker was implanted as treatment. The calcification did not extend beneath the aortic annular plane in the interventricular septum. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of navitor valve deployed too high was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on the available information, the root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, " prior to release, use appropriate imaging to ensure the struts at the inflow (lvot) portion of the valve are aligned and confirm the depth of the implant is approximately 3 mm (0.12 in.)."